Event description:
It was reported the device does not power up for testing by biomed. The device is obsolete and no longer serviced by medtronic. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.